Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring was loose. Customer's blood glucose level was 300 mg/dl at time of incident. Customer stated the reservoir and insulin pump does not show signs of damage. Customer stated that the reservoir was unable to lock in place when inserted into insulin pump. Customer was doing boluses when she gets insulin flow blocked alarms. Customer declined troubleshooting regarding high blood glucose as she knows it was due to the insulin flow blocked alarms. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. No physical damage to the device noted. The p-cap locks properly into place.